Event description:
Customer stated their teeth are slightly crooked and also the aligners cut the inside of their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.